Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Original report - the other serious (important medical events) was checked and the article attachment was incorrectly titled; revising report - required intervention to prevent permanent impairment/damage (devices) is checked and the article attachment title is corrected. Required intervention to prevent permanent impairment/damage (devices) - (B)(4).

Manufacturer narrative:
Helttula. I., karanko. M., gullichsen. E. (2006). Similar central hemodynamics but increased postoperative oxygen consumption in unreamed versus reamed intramedullary nailing of femoral fractures. The journal of trauma injury, infection, and critical care, 61-5, p.1178-1185. This report is for unknown nails (unknown quantity/unknown lot). (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article helttula. I., karanko. M., gullichsen. E. (2006). Similar central hemodynamics but increased postoperative oxygen consumption in unreamed versus reamed intramedullary nailing of femoral fractures. The journal of trauma injury, infection, and critical care, 61-5, p.1178-1185. The purpose of the study was to examine the acute differences in the cardiopulmonary variables between reamed and unreamed nailing techniques. The study included 18 patients raging between the ages of 15 and 33. All of the patients had unilateral, closed, femoral shaft fractures. Each received an intravenous infusion of ringers¿ acetate alone or with hydroxyethyl starch, as needed. A urinary catheter was also inserted in each patient. All of this was done at their first visit to the first aid department. The fractured leg was then immobilized with a tibial traction system. The patients were split into two randomized groups, reamed or unreamed intramedullary nailing (synthes (B)(4)). The first group consisted of one female and eight males all of whose nailing was preceded by reaming; this group was titled the ream group. The remaining nine made up the second group who did not receive reaming after their nailing was complete. This group was made up of one female and eight males and were titled the unream group. Postoperative radiographs showed well-aligned fracture fragments in both groups. It was concluded after a careful clinical examination by the traumatologist could not detect any signs of neurovascular or other complications, that the procedure outcome was successful. However despite the successful bone healing, there were some negative results. The entire reamed group appeared tachycardic postoperatively. 5 out of 9 of the patients in both groups needed 40% supplementary oxygen through a breathing mask in the recovery room. Additionally 2 patients in both groups needed intensive care because of hypoxia. This is report 1 of 1 for (B)(4). This report is for unknown nails and refers to the serious injury of the entire reamed group, who appeared tachycardic postoperatively, 5 out of 9 of the patients in both groups who needed 40% supplementary oxygen through a breathing mask in the recovery room, and 2 patients in both groups who needed intensive care because of hypoxia.